Manufacturer narrative:
(B)(4). The sample was requested. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint is for a report of the nurse unable to get therapy to progress. No alarm was noted. Three used samples were received. The cassettes were visually inspected with solution noted throughout the cassettes. The cassette was placed on a machine for priming; check lines and bags alarm occurred. An indentation was noted during visual inspection on cassette (cavity 1j). The cassette was pressure tested and no leaks were noted. The sheeting was removed and replaced with lab sheeting. The cassette was replaced on machine for priming and no alarms were noted. The second and third samples were placed on the machine for priming with no alarms noted. During the visual inspection three clamps were broken. The complaint was not confirmed in the lab for the reported condition. A batch review was performed on the associated cassette lot with no issues noted. Based on the information gathered during baxter's investigation, the cause of the reported condition was not determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A nurse reported to baxter that therapy could not pass the 'exhaust step'. No alarm was reported. There was patient involvement, but no patient injury or medical intervention was reported.